Event description:
An abdominal x-ray was performed on [redacted], which read as the following: "discontinuous feeding tube, with the proximal segment projecting over the body of the stomach and the distal segment projecting over the right lower quadrant, likely in the small bowel beyond the duodenum¿ as of today, [redacted]-43 days later, the distal segment of the feeding tube remains in the right-sided colon.